Event description:
It was reported that a patient underwent breast augmentation revision with a 425cc mentor smooth round moderate profile saline breast prosthesis on the right breast. Post-operatively, the patient suffered right breast implant deflation. As a result, the patient underwent bilateral breast implant removal and replacement surgery on february 3, 2025. The replacement devices were mentor saline implants.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: material rupture. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Ection/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On june 25, 2025, mentor received the concomitant device (patient's left breast implant, lot number: 7284566) for evaluation. Follow-up is in progress and a supplemental report will be submitted once clarification is received. Mentor also became aware that the following information was erroneously omitted from the initial report: during the explantation surgery, the right capsule was found to be contracted and was modified by anterior and inferior capsulotomy.

Manufacturer narrative:
After multiple follow-ups, no clarification was provided, so the returned device, was updated to be the suspect medical device: 425cc mentor smooth round moderate profile saline catalog: 3501670 lot: 7284566, sn: (B)(6). A manufacturing record evaluation (mre) was performed for the complaint device. As a result, the manufacturing date and expiration date fields have been updated. The manufacturing record evaluation (mre) was reviewed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. On july 10, 2025, the product investigation was completed. Device investigation summary: the product was returned to mentor for evaluation. Mentor then conducted visual inspection and microscopic examination of the returned device. Visual analysis of the returned device, determined that the breast implant was found to be deflated. A tear was observed on the posterior aspect measuring approximately 7.4 cm. Microscopic examination was performed on the edges of the rupture, and parallel striations were found. Striations length 0.4 cm, no striations found in the remaining rent. Parallel striations are consistent with markings made by a sharp object perforating the implant shell. Based on the information currently available, microscopic examination of the returned product indicates that the implant could have been damaged during or subsequent to implantation. The product insert data sheet cautions to not allow cautery devices or sharp instruments, such as scalpels, suture needles, hypodermic needles, hemostats, adson forceps or scissors to contact the device during the implantation or other surgical procedures. Regarding the reported capsular contracture condition, there are not enough details to determine the factors that may have caused this condition. Capsular contracture in the patient¿s breast might be the result of the body¿s individual physiological response to the implantation of a foreign object in soft tissue. Further, capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet as part of mentor's quality process, all devices are manufactured, inspected, and released according to approved specifications. Based on the results of this investigation, it was determined that the product met the manufacturing release criteria: no corrective and preventive action (CAPA) is required now.